Manufacturer narrative:
Correction: b3 event date has been updated to reflect the new information. Correction: d1, d3, d4, and h4 have been updated to reflect the clarification of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the implantable neurostimulator (ins) was implanted on (B)(6) 2022. Per the system modification case report form (crf), therapy was initiated since (B)(6) 2022. Therefore it is being inquired if the overstimulation literally presented on (B)(6) 2022.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2023, the patient reported he turned his device off on a night as the stimulation was too much for him. It was advised that he can turn the device down on a night. On (B)(6) 2024 it was reported that the device is still too strong on a night and the patient continued to turn it off. He also said that since his replacement ins he feels stimulation when the device is not on. He has asked for an appointment with his consultant to ask for a removal. The etiology was noted as a causal relationship of the event to the device or therapy, not related to the implant procedure, and due to programming. The most recent interrogation prior to the event was listed as (B)(6) 2022. For diagnostics it was reported that the patient reported overstimulation as of (B)(6) 2023, overstimulation as of (B)(6) 2024, and overstimulation as of (B)(6) 2024. For interventions taken they attempted reprogramming on (B)(6) 2024. The event resulted in an unscheduled clinic or office visit. The outcome was listed as ongoing. Additional information was received. It was reported that, regarding the cause of the overstimulation and stimulation when the device is off, the adverse event etiology was determined to be programming. They attempted reprogramming on (B)(6) 2024. The issue was ongoing by (B)(6) 2024.

Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the outcome was unresolved with no further action planned as of 2025-feb-21.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.